Event description:
Customer's mother reported hospitalization due to high blood glucose. Diagnosed diabetes ketoacidosis. The blood glucose reading at the time of the event was 987 mg/dl. The paramedics were called to transport customer to hospital. Customer was vomiting and difficulty breathing. Hospital treated with IV insulin. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.